Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019.

Event description:
The customer reported a power supply issue and over voltage protection (ovp) circuit failed. There was no patient involvement.

Manufacturer narrative:
G4: 19nov2019. B4: 21nov2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the component failure u10 on the motor controller (mc) printed circuit board assembly (pcba) created the 3.3 v supply, mc pcba analog to digital converter (adc), 35 v supply, over voltage protection (ovp) circuit and 5 v supply failed error codes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a power supply issue and over voltage protection (ovp) circuit failed. There was no patient involvement.

Manufacturer narrative:
MFR received date: 03 sep 2019. The service support confirmed the reported issue. Upon investigation the failure was found to be caused by the mc board and confirmed the error log confirmed the occurrence of vent inoperable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 06 november 2019. Date of this report: 07 november 2019. The service support technician replaced the motor controller (mc) board and flow sensor assembly was also replaced.